Event description:
It was reported that the lead had experienced many mode switches, noise and oversensing was seen and had insulation failure. It was also noted that the patient had an increased atrial rate. The device was programmed incorrectly so it was reprogrammed from dddr to mvp(r). The lead and device are still in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was being fired on the cystic duct and the clip did not fully form. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. Additional information was obtained.(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received in good condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, two double feed incidents occurred during non-consecutive firing sequences causing pear shaped clips. The remaining clips were conforming according to our manufacturing specifications. However, it could not be determined what may have caused this condition. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.